Event description:
It was reported that the twist clamp of two (2) minicap extended life pd transfer sets were unable to close; further described as the ¿clamp cannot be closed.¿ this was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). H11: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted a twist clamp was not fully aligned to the notch of the main body of sample one. No issues were observed of sample two. Leak and clear passage testing were performed for both samples and there were no issues observed. Clear passage testing was performed for both samples and there was no internal leak through the closed clamp was observed; however, the detent of the twist clamp will not fully align with the notch of the main body for sample one. No issues were observed during clear passage testing for sample two. Torque engagement testing was unable to be performed for sample one due to the twist clamp not fully engaging. Torque engagement testing was performed for sample two and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was verified for sample one only. The cause of the condition was related to the milling process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.